Event description:
- -

Manufacturer narrative:
Upon receipt to the post market quality assurance laboratory, the entire lead was received. Visual observation revealed a cut in the trilumen insulation at 17 cm from the terminal pin due to the removal of the suture sleeve as a corresponding cut was noted in suture sleeve. Resistance testing revealed normal measurements. No further analysis was performed. Analysis could not confirm the reported clinical allegation and concluded the lead met specification.

Event description:
Boston scientific received information that approximately two weeks post implant, the patient with this right ventricular lead presented to the emergency room after experiencing a pre-syncopal episode. Device interrogation revealed normal sensing and impedance measurements, however loss of capture was displayed at maximum output settings. Four non-sustained episodes were recorded. Noise and oversensing was displayed for approximately one to two seconds. The outputs were reprogrammed and the patient was scheduled for a lead revision. The patient paces less than one percent ventricular. Additional information was obtained. The patient with this lead was transferred to a different facility. Interrogation revealed no capture at maximum pacing outputs and appropriate sensing. Impedance measurements decreased approximately two hundred ohms. A lateral chest x-ray revealed a lead perforation. In addition, the echocardiogram displayed a small pericardial effusion, but there was no tamponade. A lead revision was performed. Moderate pericardial effusion was evident. A pericardial window was created and a pericardial drain placed. This lead was removed and replaced. Post procedure, acceptable measurements were obtained. No further adverse patient symptoms were reported. There was no allegation of malfunction against this lead. The patient with this lead has severe cardiomyopathy.

Manufacturer narrative:
According to available information, this lead will be returned for analysis. Upon receipt to the post market quality assurance laboratory, analysis will be performed and this event will be updated.